Event description:
Teflon catheter separated from hub of cath, causing saline lock to leak. Rn found disconnected catheter upon removing the IV dressing over the site. Catheter easily retrieved. No injury to pt.